Event description:
According to the literature source of study performed between march 2016 and june 2020, a retrospective study analyzed outcomes of patients who underwent retrosigmoid ileal conduit after an open radical cystectomy for bladder cancer. An ileo¿ileal anastomosis was made using gia 80-mm and ta 60-mm staplers. The end of the ileal segment is closed with ta 30-mm stapler. 97 patients were in the study and complications included: bleeding, small bowel obstruction, sepsis, and ileal anastomotic dehiscence. Surgical revision was required for small bowel obstruction (with ileal resection) and postoperative bleeding. Blood transfusions were reported and ICU management was required for sepsis and anastomotic dehiscence. There were 2 deaths within 90 days. One death was due to myocardial infarction and was not device related. The second death occurred in the patient with ileal anastomotic dehiscence who also had severe atrial fibrillation.

Manufacturer narrative:
Title: retrosigmoid ileal conduit without transposition of the left ureter after open radical cystectomy for bladder cancer source: bju int 2022; 129: 48¿53 doi:10.1111/bju.15375, © 2021 the authors, 2021 bju international, wileyonlinelibrary.com published by john wiley <(>&<)> sons ltd. Www.bjui.org. If information is provided in the future, a supplemental report will be issued.